Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the instrument channel ¿ when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ¿ if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tip had black plastic pieces in the working channel. The bio-medical technician was able to remove 2 black pieces but there were other pieces remaining. This event occurred during device maintenance. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Foreign material was exiting the auxiliary water channel and air/water channel, due to incorrect reprocessing of scope. During the device evaluation, it was noted distal end plastic was chipped and had deep scratches, bending section cover glue cracked, angle wires were stretched, and angulation control knobs were loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.